Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with syncope due to a vt that was below detection zone. Programming changes were made. The patient was on high amount of medication; as a result, continued to have recurrent episodes of vt that were slowing down. During next follow-up, additional programming changes were made. Medication was also adjusted. The issue was resolved. No further issues were reported.

Event description:
New information received indicates that the patient was stable during and after the event.